Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the received device; the t3900 sonosurg scissors was received with the probe within the handle. The probe was removed from the handle and verified both the probe and handle had matching serial numbers (B)(4). There was foreign material observed, consistent with use. Approximately 17.5mm of the probe tip was detached at the distal end. The detached probe tip was not returned along with the device and is suspected to be missing. Further inspection found burnt marks on the insulated grasping surface; however, no metal was exposed. The burn marks are consistent with an increased temperature. The consistency of movement of the handle and jaw is normal. Based on the evaluation, the root cause to the reported complaint is attributed to user mishandling.

Event description:
The service center was informed that during a therapeutic appendectomy procedure, the probe tip broke off and fell inside the patient. The device fragments were retrieved from the patient. There was no report of bleeding. The intended procedure was completed with a similar device. No other equipment was replaced during the procedure. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to service center for evaluation. A visual inspection was performed on the received device; the t3900 sonosurg scissors was received with the probe within the handle. The probe was removed from the handle and verified both the probe and handle have matching serial numbers (B)(6). Foreign material was observed, consistent with use. Approximately 17.5mm of the probe tip is detached from the distal end. The detached probe tip was not returned along with the device and is suspected to be missing. Burn marks of the insulated grasping surface was noted. However, no metal exposed. The burn marks are consistent with increased temperature. Based on the evaluation, the root cause to the reported complaint is attributed to user mishandling.